Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that a black rubber-like foreign substance clogs the air/water nozzle. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). Such events can be detected and prevented according to the following in the instructions for use: instruction manual olympus gif-h185 olympus cf-h185l/I operation manual chapter 3 preparation and inspection describes the detection method. Olympus gif-h185 olympus cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope describes preventive measures. Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the evis exera iii gastrointestinal videoscope's air/water channel was blocked. The issue was found during reprocessing. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material resembling black rubber was found clogging nozzle.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to clogging of the nozzle, water supply volume did not meet the standard value. In addition to the foreign material found in the nozzle, the evaluation findings are as follows: due to wear of angle wire, bending angle in the "up" direction did not meet standard value, the adhesive around the objective lens was chipped, the adhesive around the light guide lens had wear, and the adhesive on the bending section cover had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.